Event description:
It was reported that the closure device shifted. A left atrial appendage (laa) closure procedure was performed. A watchman access system (was) was positioned and a 27mm watchman laa closure device & delivery system (wds) was used. The procedure went as planned and the closure device was successfully implanted in the laa of the patient. There were no complications that were reported. Three months post procedure the patient had a follow up transesophageal echocardiogram(tee). The imaging revealed that the closure device appeared to be sub-optimally placed. The device was camped sideways at the 90 degree view as well as at the 120 degree view. There was a flow that was also noted through the side of the device into the sideways at 90 degrees. They did not measure any jets. The patient remained stable and had no symptoms or any other complications that were reported. The plan is to leave the device in the patient and monitor it with follow up visits.